Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2012) is considered to be a best estimate. This supplemental emdr represents the bard/davol flat mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol mesh - composix l/p (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p and bard mesh (bard flat mesh) on (B)(6) 2012 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of composix l/p mesh (device #1). Per op notes, "the older mesh was then removed. A composix l/p mesh (device #1) was placed into the anterior abdominal wall using sutures." (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the removal of old mesh (device #1) and implant of bard flat mesh (device #2). Per op notes, "the old mesh (device #1) was protruding through. All the adhesions around the mesh were dissected. The mesh which had pulled off from the abdominal wall and the mesh (device #1) was removed. A bard flat mesh (device #2) was placed into the fascia using sutures." (B)(6) 2015 - patient was diagnosed with sepsis, recurrent ventral hernia, abdominal abscess & pain, infected intra-abdominal mesh thereby underwent repair with removal of mesh (device #2). Per op notes, ¿patient developed a seroma. The mesh (device #2) was removed from the anterior abdominal wall. A biologic mesh was placed.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard/davol composix l/p (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p and bard mesh (bard flat mesh) on (B)(6) 2012 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on (B)(6) 2015 and (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.